Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to manufacturer representative that the balloon cuff fell off during intubation. The patient was re-intubated. There was no known patient impact.